Event description:
The customer originally returned his olympus endoeye hd ii due to the unit producing colored stripes across the screen during use. Additional details relating to the patient and the event have been requested, and the customer provided the following: the specific event date was unknown. However, the customer was able to narrow it down to sometime in the last 6 weeks. It happened during therapeutic laparoscopic gastric resection procedures. Reportedly, this event caused a 20-minute delay while the patient was under general anesthesia. The customer confirmed that the intended procedures were completed using a different device, with no report of patient harm. This report is being submitted to capture the unknown number of occurrences noted by the customer. This event is related to report with patient identifier (B)(6) (submitted to capture the specific initially reported event).

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was producing a green and purple image due to a defective video cable. Additionally, the cover glass of the insertion section was found cracked and the bonding fibers were damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction g3. Correction to g3 of the initial medwatch. The aware date should be 20-sept-2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred from excessive force by the user. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.